Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary fully covered stent rmv was to be implanted to treat a malignant stricture in the common bile duct during a stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during deployment, the stent prematurely deployed in the incorrect location. Reportedly, the stent was removed with forceps and another wallflex biliary fully covered stent rmv was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.